Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The aware date is (B)(6) 2014, previously reported as (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. Therapy was discontinued per patient request two days prior to passing away. The patient was hospitalized that same day after being found unconscious in their home. The patient¿s condition worsened and they passed away the following night. It was not reported what condition worsened. The cause of death was not reported. No additional information is available at this time.